Event description:
The surgeon implanted a micl13.2 implantable collamer lens on (B)(6) 2008. On (B)(6) 2011, a patient post-treatment follow-up form at 36 months was received and the patient noted "signs of beginning of cataract". The doctor's office was notified and provided the following; date anterior cataract diagnosis - (B)(6) 2011, type of cataract - deposits on the lens, date of last visit - (B)(6) 2011 and the cataract had progressed. Prognosis is good with a bcva of 20/20.

Manufacturer narrative:
(B)(4). Evaluation: method - medical review. Lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. (B)(4). Conclusion (no conclusion can be drawn): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).